Event description:
The customer reported to olympus, the video system center experienced an abnormal image and white noise. The issue was found during a receipt inspection on an arrival check procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found there was no image as the image was whiteout and contained white dots due to a faulty motherboard and there were horizontal stripes in the image due to a loose scope socket. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "white dot noise appeared on the image" malfunction would likely be due to faulty motherboard. Olympus will continue to monitor field performance for this device.

Event description:
The costumer reported that there was no delay, and the patient was not under anesthesia.